Event description:
The manufacturer received information alleging a bipap a40 ventilator was not working (inoperative condition). There was no patient involvement, and no harm or injury reported. The device has not yet been returned to the service center for evaluation. Although there was no patient harm or injury, this event is reportable because a ventilator inoperative condition could affect the ability of the device to provide therapy to published specifications.

Manufacturer narrative:
Despite three good faith effort email and phone call attempts on 03/31/2026, 04/03/2026 to (B)(6), and 04/07/2026 to (B)(6) the device has not yet been returned to the manufacturer for evaluation. The manufacturer has made sufficient attempts for more information and the return of the device for evaluation, to no avail. This report is being submitted as a final report, however if any additional information is received at a later date, an updated final report will be filed. The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID fsn 2023-cc-src-039 and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.